Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited contamination in the air / water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the distal end adhesive was lifting, the insertion tube was stretched, and the control body identity badge was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. There were no reported deviations from the instructions for use (IFU) and no damage to the area where the foreign material was detected. The following information was provided for reprocessing: based on additional information received, in general, the customer is trained by olympus for processing practices in accordance with the instructions for use. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: operation manual chapter 3 "preparation and inspection" prevention measures are written in IFU: reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.